Event description:
Pt reports insulin bubbling under skin and not receiving full dose of insulin. Also reports increased pain with injections and more frequent erratic blood glucose since switching to smaller pen needles. Symptoms: hyperglycemia, bubbling under skin, increased injection site pain. Suspect drug, dosing: use needle supply item.